Manufacturer narrative:
The device inserter portion was received by a company representative and is in transit to the manufacturing site for investigation. The lens remains implanted. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There are no other complaints in the lot number. Additional information was requested. (B)(4).

Event description:
A pharmacist reported that while implanting a preloaded intraocular lens (iol), the injector blocked. Due to increased pressure during the push, the iol was injected forcefully into the patient's eye causing an iris bleed. The surgeon was able to implant the iol at that time and the event was noted to have resolved without any further intervention. Additional information has been requested.

Manufacturer narrative:
The device was returned. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. The lens was not returned. No abnormalities or damage observed. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause for the reported event could not be determined. No problem was found with the returned device. The lens remains implanted. It is unknown if the lens position was verified before advancement into the eye. (B)(4).